Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 12/16/2025. On (B)(6) 2025, it was reported that the patient was feeling sick, tired, sweaty, thirsty, and had presyncope. The patient¿s cgm was reading 106 mg/dl while the bg meter reading was 43 mg/dl. Emergency medical services (ems) was called. While waiting for ems, the patient self-treated with a glucagon injection. Once ems arrived, the patient¿s bg meter and cgm values were not reported. The patient was treated with glucose gel and IV fluids and then transported to the emergency room (ER). The patient was discharged home later the same day. The patient was still ¿feeling sick¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.